Manufacturer narrative:
The revive se will not be returned, DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis and a device history record review cannot be completed because the lot for the product is unknown. Since the event could not be confirmed and there is no evidence of a manufacturing-related malfunction, no corrective actions will be taken at this time. The revive se is not marketed in the united states but is similar to the revive pv which is marketed in the united states.

Event description:
The contact from the facility reported that there was strong resistance when a revive se (frs21452299/s10877) was advanced through the prowler select plus microcatheter (details unknown.) The procedure was the coil embolization of an aneurysm at the right ¿m1 ais.¿ the patient¿s information was unknown. The patient¿s vessel was heavily tortuous and the level of calcification was unknown. A micro catheter (prowler select plus) was also used for this procedure. After the micro catheter was crossed the lesion, the revive se (complaint product) was inserted into the micro catheter. However there was strong resistance felt around ¿ic siphon.¿ there the revive se was removed from the patient¿s body and the ¿adapt technic¿ was performed by using an ¿ace.¿ the procedure was successfully completed without further issues or delay. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush was maintained at all times. No visible defect/damage was noted on the products prior to (and after) the event. The product is not available for the investigation. No further information is available.

Manufacturer narrative:
Revision to previous conclusion: based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.